Manufacturer narrative:
The device history record (DHR) could not be performed because the lot number was not available. The physical sample was not returned; however, a video was provided for reference. After reviewing the video, a leak can be observed. A gemba walkthrough was carried out of the manufacturing process. The current process and controls were found to be followed correctly. A corrective and preventative action (CAPA) was issued to the supplier to address the reported condition through a more robust investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that one of their clients using a 24 fr kangaroo probe reported that it (the balloon) is damaged.